Event description:
It was reported that during a percutaneous transluminal angioplasty for a pt with peripheral artery disease, a 6.0x60/135 (4f) f/g sterling monorail balloon ruptured. The 100% stenosed lesion was moderately tortuous and no calcification in the left superficial femoral artery. A non bsc guidewire and a 5.0*100*135 sterling were accessed to the lesion and crossed coaxially. Then a non bsc stent was implanted in the lesion. The physician then used a 6.0x60/135 (4f) f/g sterling monorail for post dilatation, however, on the first inflation at the distal side of the stent, a pinhole rupture was observed when balloon was being inflated to 6 atmospheres for a few seconds. The balloon was removed intact. The balloon was visible under fluoroscopy. Procedure was completed with a sterling 6.0x100/135 balloon. The pt status is listed as good.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.